Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted during testing. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump had an aa33 alarm (compromised force sensor system), which was then cleared by a doctor. It was also reported that the customer's insulin pump had a loose and/or protruding drive support cap. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.